Event description:
A report was received that a patient was explanted due to an infection. The physician assessed that the infection was caused by the patient picking at the wound. The patient's symptoms were drainage at the pocket site and the device protruding through the wound. The patient was given IV antibiotics. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that a patient was explanted due to an infection. The physician assessed that the infection was caused by the patient picking at the wound. The patient's symptoms were drainage at the pocket site and the device protuding through the wound. The patient was given IV antiobiotics. The patient is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg and leads found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.